Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: surg endosc (2011) 25:2742¿2747; doi 10.1007/s00464-011-1574-8. (B)(4).

Event description:
It was reported via journal article: "title: laparoscopic left colectomy combined with natural orifice access: operative technique and initial results" author(s): stefano saad, hisahiro hosogi. Citation: surg endosc (2011) 25:2742¿2747; doi 10.1007/s00464-011-1574-8. This study aimed to describe a new approach that combine classical laparoscopic left colon resection and natural orifice access using an operating rectoscope, with the aim to minimize abdominal wall trauma. From nov2009 to may2010, 15 patients (n=9 male and n=6 female; median age of 61 years [46-76 years]) who underwent laparoscopic left colon resection for diverticular disease (n=9) or small tumors with a maximum diameter of 4 cm (n=6). In the procedure, a 2-0 ethilon ii with straight needle was tied to the rod of the anvil which was used to puncture the anterior wall of the proximal colon; the spike of the anvil goes to the same punctured hole. The pain level assessed by vas score was very low in all patients and were managed by application of nonsteroidal anti-inflammatory drugs. Only 3 patients needed additional opioid analgesia, limited to postoperative day 1. The straight-needle anvil technique enables the surgeon to place the anvil rod at an optimal position of the anterior wall of the proximal colon in a quick and easy way. In this study, it was able to demonstrate that avoidance of the minilaparotomy reduces postoperative pain to the extent that pain control could be managed without opioid analgesia for the majority of patients.